Event description:
It was reported that this implantable pacemaker was explanted due to device was liberally irrigated with antibiotic solution. A new implantable pacemaker was placed. No additional adverse patient effects were reported.